Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change from black white to black during retraction when pulsatile blood flow clearly decreased. Even after complete withdrawal, the color did not change. Manual compression was used to complete the procedure. There was no reported patient injury. The device was used in a cerebral aneurysm embolization via femoral artery puncture. A 6f non-cordis sheath was used. A retrograde approach was used during the procedure, which was an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. The plug release button was not pressed. The indicator wire loop was not deployed or visible when the device was removed from the patient. It is stated by the rep that it is possible that the guidewire loop had been ejected, however unsure, but the indicator window did not change color. The device was not attempted to be deployed outside the patient¿s body. The patient experienced no adverse events following the procedure. The operator was trained in the use of the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified via angiography, including an appropriate insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There were no visible signs of calcium or plaque at the puncture site, no stent was located near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned, inserted onto the received unit. The indicator window was observed in the black/white position. No additional anomalies were noted during this visual inspection. A deployment simulation evaluation was performed. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and expected plug deployment. The indicator window transitioned to the black, white, and red position as intended. A high magnification evaluation was performed to assess the internal mechanism of the device. No abnormal conditions were observed during this inspection. The reported event of ¿indicator windowno change to indicator¿ was not observed through analysis of the device received since the functional analysis achieved successful deployment of the device with full window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change from black-white to black-black during retraction when pulsatile blood flow clearly decreased. Even after complete withdrawal, the color did not change. Manual compression was used to complete the procedure. There was no reported patient injury. The device was used in a cerebral aneurysm embolization via femoral artery puncture. A 6f non-cordis sheath was used. A retrograde approach was used during the procedure, which was an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. The plug release button was not pressed. The indicator wire loop was not deployed or visible when the device was removed from the patient. It is stated by the rep that it is possible that the guidewire loop had been ejected, however unsure, but the indicator window did not change color. The device was not attempted to be deployed outside the patient¿s body. The patient experienced no adverse events following the procedure. The operator was trained in the use of the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified via angiography, including an appropriate insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There were no visible signs of calcium or plaque at the puncture site, no stent was located near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change from black-white to black-black during retraction when pulsatile blood flow clearly decreased. Even after complete withdrawal, the color did not change. Manual compression was used to complete the procedure. There was no reported patient injury. The device was used in a cerebral aneurysm embolization via femoral artery puncture. Additional information was requested but not provided. The device will be returned for analysis.